Event description:
See initial report.

Manufacturer narrative:
H.10: reportability decision changes to not reportable event based on the fact that the customer did not requested any service activity on the unit and reported that the noise which had been experienced disappeared. The device is functional and in use at the customer site thus any reportable malfunction can be excluded.

Manufacturer narrative:
H.10: based on investigation findings of previous complaints, the most likely root cause of the reported issue is a defective cooling compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device was replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t could not cool on patient and cardioplegia side during maintenance. Reportedly, a rattling noise could be heard when the compressor was turned on. There was no patient involvement.